Event description:
Reporting status: malfunction. Reporting rationale: guide wire tip stretched/separated; no patient injury. Device issue: guide wire stretched/separated. It was reported that following a ptca procedure, the guide wire used during the procedure was attempted to be withdrawn; however, the tip of the guide wire became damaged (frayed). This event is being filed based on the returned product analysis, which revealed that the guide wire had separated. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the guide wire was returned without blood or contrast visible. The shaping ribbon was separted 9 mm proximal to the tip ball and the separated portion of the shaping ribbon was in a corkscrew shaped. The guide wire coils were stretched distal to the center solder to 5 mm proximal to the tip ball. There was a kink in the core 124 cm distal to the proximal end of the guide wire. The guide wire was sent to scanning electron microscopy (sem) for further analysis. Product performance engineering reviewed the incident information and the analysis of the returned device. The results of the sem analysis indicated that the device core was subjected to excessive torsional overload beyond its design limit, causing the tip to detach. For the guide wire to fail due to torsional overload, some portion of the guide wire would have to be trapped either in the anatomy or in another device and excess torque applied. From the incident description, no conclusion can be made about the cause of the tip becoming trapped, but the sem showed that the guide wire had been overtorqued beyond the strength of the guide wire, resulting in guide wire failure. The root cause appeared to be from circumstances during the procedure and not a manufacturing related quality issue. The lot history record was reviewed and there were no non-conformances associated with this lot number. The failure appeared to be related to the circumstances experienced during the procedure and no a quality issue in either materials or workmanship. This is a very low-level failure mode that is trended. Manufacturing assures the quality of the guide wire tips through visual and dimensional inspections. Also, samples are destructively tested and each lot must pass the test requirements quality inspection verifies that all requirements are met. This MDR is considered closed by product performance group.